Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not detect. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) did not detect. The epg passed incoming functional testing. It was indicated that the case was broken. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.